Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that low power hazard and no external power alarms were noted in the log files while connected to the mobile power unit (mpu) on (B)(6) 2025. The mpu did have a v-lovk connector on the ac power cord, and the patient did not report any environmental circumstances at the time of the event. The mpu was removed from service.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via analysis of the submitted log files. The mpu (serial number unknown) was not returned for analysis; however, log files were submitted and data was reviewed. On 25dec2025 low power hazard and no external power alarms were active, consistent with a loss of external power while connected to the mpu. The backup battery supported the system as intended during the loss of external power. The alarm resolved when external power to the mpu was restored. There were no other notable alarms active in the log file. Pump operation was not affected. Additional provided information stated that the mpu has the v-lock connector for the ac power cord, and it is unknown whether the power cord came loose from the wall outlet or the back of the unit. The patient did not report any losses of power to the home. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unavailable. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.